Manufacturer narrative:
(B)(4). Date of initial report: 10/17/2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that an issue occurred with the device, but no further information regarding the issue could be provided. Examination of the received device on october 14, 2016 found the device was jammed closed with tissue between the jaws.

Manufacturer narrative:
(B)(4). One used lf5544 ligasure device was received, and examination of the sample confirmed the reported issue of a defective device. Visual inspection found the jaws of the device as well as the knife track were covered in eschar. The tissue build-up caused the knife to stick in the forward position and prevent the jaws from opening. After removing the eschar the jaws opened and the knife would deploy normally. The device would also latch and unlatch without difficulty. Further inspection found damage to the knife blade, similar to that seen when the knife is deployed over a metal object. Because of the damage the device did not cut simulated tissue within specifications. The investigation found the root cause of this issue to be inadequate cleaning of the device during use and deploying the knife over a hard object. The instructions for use recommend cleaning the jaws with a piece of wet gauze often to minimize tissue build up. It also states to avoid grasping objects such as staples, clips, or encapsulated sutures in the jaws of the instrument. A review of the device history records found no potentially contributing factors.